Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected during planned neurosurgical procedure proceed when the issue happened. The procedure was completed by restarting the system. A field service engineer (fse) visited the site and confirmed the reported problem. After reviewing the log, it shows the reported malfunction. Fse found that a cmos battery failure on the motherboard caused an application error, preventing communication with geo ipc and leaving no geo movements available. To resolve the issue fse replaced the geo ipc and return the part for further analysis, but no failure found. After replacing the geo ipc, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system by restarting the system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's geometry computer was unable to boot, preventing geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.